Manufacturer narrative:
(B)(4).

Event description:
It was reported that the non device dependent patient presented in clinic with fatigue. Upon interrogation, the pulse generator exhibited backup vvi operation. The device was explanted and replaced on (B)(6) 2017. The patient was in good condition throughout the event. The patient was seen few days after the procedure and felt well.